Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was over 600 mg/dl, but exact value was not provided. Customer changed pump supplies to address the occlusion alarm. Customer was hospitalized on (B)(6) 2020 or (B)(6) 2020 (customer could not recall exact date) due to elevated bg level and diabetic ketoacidosis. Customer could not recall hospital release date. Customer declined to provide further information.